Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump fell in the water canoeing and then it did not power on afterwards. The reporter stated that the battery was changed three times and it did not work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: moisture was seen behind the display lens. Pump failed leak testing; display lens leak. The display is illegible. The black box download, date range (B)(6) 2013 to (B)(6) 2013, shows one ¿replace battery¿ (128-fb88) alarm on the day of the complaint ((B)(6) 2013) followed by a series of power on reset and three more ¿replace battery¿ warnings. There was evidence of moisture seen inside the pump.